Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet bionic pancreas displayed alert 38 (motor stall) while using a new pump. A dry run without supplies produced no alerts, but later attempts with new supplies triggered the same alert. The device was unable to deliver insulin, and a replacement ilet was issued. No hospitalization or lasting health effects were reported.